Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that up arrow button of insulin pump was not working. Customer stated that there was crack at back of insulin pump. Customer stated that retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Device was received with multiple cracks in the battery tube that start at the corner of the belt clip rails and extend to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).